Manufacturer narrative:
Philips support reported the unit is not defective it¿s a battery problem and the unit is under warranty. Philips contacted and advised customer to find a sales rep to have the battery replaced. No further information received from customer, if customer contacts philips the complaint will be reopened. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred. There is relationship of the device to the reported issue. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported ventilator battery failure. No patient involvement or harm reported.